Event description:
International affiliate reports a confidence needle snapped off in a patient's pedicle during a procedure. Due to the way in which the needle snapped, the surgeon felt that the needle could remain in the patient without causing any harm. The remainder of the needle was disposed of at the time.

Manufacturer narrative:
The investigation is ongoing. A follow up report will be filed upon completion of the investigation. Discarded by customer.

Manufacturer narrative:
The needle was discarded and is not available for evaluation. The lot code is unknown. However, two possible lot codes were provided. Reviews of device history records for finished goods lots hlpbcm and hmgc2d found no discrepancies when released to stock on 05/03/2011 and 05/16/2011. Review of product complaints found no emerging trends. Without a product sample, we are unable to confirm the reported issue or identify the root cause. At this time, the complaint is considered to be closed.